Event description:
Four days after placement of an implant and bone grafting material, a pt experienced the loss of blood supply to a pedicle flap which was covering the bone graft and implant site. Eight days post surgery the flap perished and the graft was lost. The pt reported drainage from the sinus and the pt was placed on an antibiotic.